Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
Continuum cup perfectly implanted, intraoperatively, it was impossible to stabilize pe inlay into the cup: the feeling was that the cup was slightly bigger than pe. Of course sizes of both component were double checked. Surgery ended changing inlay with a metasul one.